Event description:
It was reported that battery failure event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top of the case was chipped and cracked. The right plunger case was cracked. Customer?s reported issue was not duplicated. Battery would charge and flippers were detected during testing. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: will reset timing plates when damaged case is replaced for customer stated plunger failure. Replaced battery as a preventative measure, battery was from another vendor, not a smith?s battery. D4: UDI information is unknown.